Manufacturer narrative:
The device is not available for evaluation. If further information is received, a follow up report will be filed.

Event description:
It was reported that the attachment overheated during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.